Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the sensor was giving her inaccurate readings. Customer stated the insulin pump was going into threshold suspend. Sensor reading was at 62 mg/dl and blood glucose was 188 mg/dl. Troubleshooting was performed and customer was advised how to properly calibrated the sensor. Customer stated she was off the sensor because of all the error she received. Customer talked to her doctor in regards to the sensor issues. Doctor had informed her that she needs to make a choice of what sensor she was going to use. Customer stated she was small. Customer stated her current blood glucose was 13 mg/dl. No further information reported.